Event description:
It was reported that during use with bd facs¿ lyse wash assistant carry over of patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported contamination issues: cells are transferred from one tube to the next. This could lead to miss interpretation of the results.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Unique identifier (UDI) #: (B)(4). H.6 imdrf annex b: b21; h.6 imdrf annex c: c21; h.6 imdrf annex d: d16.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant carry over of patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported contamination issues: cells are transferred from one tube to the next. This could lead to miss interpretation of the results.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant carry over of patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported contamination issues: cells are transferred from one tube to the next. This could lead to miss interpretation of the results.

Manufacturer narrative:
H6. Investigation summary: based on the investigation, the complaint contamination ¿ carryover was confirmed. Investigation results performed on the indicated failure mode were determined to be dirty/clogged v8 valve. The field service engineer replaced the v8 valve and cleanse pump, and after subsequent trial runs with samples, the instrument was functioning as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.